Event description:
During a routine shift check by a clinician, the device displayed "defib disabled", "defib fault 72", "pacer disabled" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.